Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient turned their device off for a surgery (surgery was unrelated to device/therapy). When they went to turn their device on, they saw a power on reset (por) message; caller needs help turning the ins back on. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). The event date was a couple days before initial report. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what actions/interventions were taken to resolve the power on reset (por) message issue, the patient said "the message reads "call your doctor" and the implantable neurostimulator (ins) wouldn't turn on." The issue has not been resolved and they further noted that they have to make an appointment with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had to drive 4 hours to their healthcare provider office to clear the message. No further complications were reported.